Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that bubbles came out from the infusion line and into the pt's eye during cutting/aspiration even though air infusion was not selected. The pak was exchanged multiple times but the problem was not resolved. The doctor ended up clamping the gas tube with forceps and the case was completed with no impact to the pt.